Manufacturer narrative:
A lot history review was not possible as the lot number was not provided. However, product release at cardinal health is contingent upon the successful completion of lot release testing and a documentation review by the quality department. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation. See report number 3004939290-2018-00645 for the first patient.

Event description:
It was reported that two patients recently experienced an infection. The patients were treated "well" and returned home. However, one of the patients visited an outpatient clinic and reported to have had underwear stained with "something". The physician found that the sealant was sticking out. One patient was reported to have been hospitalized and to have been under treatment. See (B)(4) for the first patient.

Manufacturer narrative:
Complaint conclusion: it was reported that a patient recently experienced an infection. The patient was treated "well" and returned home. The patient was reported to have been hospitalized and to have been under treatment. The device was not returned for analysis. A device history record (DHR) review could not be conducted as a lot number was not provided. Infections resulting from invasive procedures are a well-known potential adverse event and are listed in the instructions for use (IFU) as such. There are a multitude of possible etiologies and opportunities for the introduction of pathogens into the patient, and can be related to hospital protocols, patient factors and puncture-site care. However, at this time it is not possible to draw a clinical conclusion between the device and the event. Patient, pharmacological, and puncture-site care factors are likely contributing factors to the infection reported. The reported complaint could not be confirmed. According to the IFU, which is not intended as a mitigation, ¿continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Apply a sterile dressing once hemostasis is achieved. It is recommended that the patient follow physician orders regarding patient ambulation and discharge. Refer to patient brochure for post-care instructions.¿ without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.